Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A delivery wire and coil were returned for this complaint. The coil and delivery wire arms were not interlocked as the introducer sheath was not returned. The fibers were falling out of the coil. The delivery wire was inspected and it was kinked, the interlocking arm was kinked also. The coil was returned stretched and kinked. The interlocking arm of the coil was detached and not returned. The zap tip has a smooth surface. The interlocking arm was microscopically inspected and a kink was noted. The delivery wire dimensions were within specification. The coil dimensions that could be measured were inspected and the outer diameter of the zap tip and primary coil passed; however the number of distal and proximal fiber bundles did not meet specification. The fibers of the coil were found to be out specification as resulting of the coil stretching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03886. Reportable based on device analysis completed on 16-apr-2018. It was reported that coil in catheter friction and detachment failure occurred. The target lesion was located in the alimentary tract. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, when the coil was half-deployed, the physician thought the position was appropriate and was determined to deploy the coil; however the interlocking arms could not be detached. Furthermore, it was noted that significant resistance was felt when the coil was advanced through the non-bsc catheter. Another 10mm x 40cm interlock¿-35 was the selected for use and the catheter was then replaced with a 5f imager 2 as well; however, resistance was still felt. The coil was removed from the patient's body together along with the catheter without any coil protrusion from the catheter's tip upon removal. The procedure was then completed using gelfoam. No patient complications were reported and the patient's status was stable. However, device analysis revealed that a number of distal and proximal fiber bundles were missing.